Event description:
The ge oec 9800 fluoroscopy system appeared to continue making x-rays after the hand or footswitch was released. Re-booting the system would restore system function.

Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to a defective generator interface (gib) fcb. The gib was replaced. Additionally, pins in the interconnect lemo receptacle were re-seated. The described issue appears to be a system lock-up where the interlocks open and the system remains in-state until reboot, although it appears to continue making x-rays, although generally, no radiation is produced. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.